Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were returned with the device. The anchors were detached from the needle. The actuator was fully triggered. No physical damage visible to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use instruments inside the patient in a meniscus repair, the t2 of the ultra fast-fix fell off. The procedure was completed with a s+n back-up device. No significant delay was reported, and no patient injury or other complications were reported.